Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00272 initial report on 2022-09-02. Additional information - 2022-09-07: the customer provided an additional result from another alternate troponin I test method: 11.537 ng/l. Additional information - 2022-09-09: siemens concluded the investigation for an outside of the united states (ous) customer observation of discordant elevated atellica im high-sensitivity troponin I (tnih) results on a male patient sample compared to a low/normal result on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the elevated patient sample results were reproducible. This indicates a sample/patient specific incident. Insufficient sample remains for further testing by the customer or by siemens. The customer tested the specimen on a second alternate troponin I method, which resulted in the normal range (result: 11.537 ng/l, reference interval for males: 20ng/l). The atellica im tnih method is a high sensitivity troponin I method vs the first alternate test method, which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the point of care conventional sensitivity troponin I method will have similar results. The instructions for use (IFU) states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values cardiac and non-cardiac conditions that can cause elevations of troponin I in the absence of acute myocardial infarction (ami)." "Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the investigation, no product problem was identified. The customer is operational.

Event description:
The customer observed discordant elevated atellica im 1300 high-sensitivity troponin I (tnih) results for a serum sample from a male patient. The initial result was reported to the physician and was questioned. The sample was retested on the same atellica im instrument (s/n (B)(4)) in duplicate and with an alternate ctni method. The customer indicated that results are considered discordant compared to testing with the alternate method, but it is unclear which result is correct. The customer believes interference from heterophile antibodies may be present. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of discordant elevated atellica im 1300 high-sensitivity troponin I (tnih) results on a patient sample. Quality control (qc) was in range at time of testing. Sample was centrifuged for 10 minutes @ 3000g and stored at 15-25c. The limitations section of the instructions for use states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." Siemens is investigating.